Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe as it is not related to the device. Edema: unable to observe as it is not related to the device. Lump/nodule: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reporting rupture. Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported right side "slightly expressed edema in stir mode", "lymph nodes on the on the right are up to 13 mm in size", and "right side rupture". The following non-device related events were also reported; "fibroadenoma" and "fibrotic changes can be seen ventro-laterally¿against the background of which an actively contrasted nodular area (bi-rads 2/3) up to 8 mm in size can be seen on the post-contrast cans, the presence of fibroadenoma is highly suspected". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec) and observed missing shell assessed as inconclusive. Lymphadenopathy: unable to observe. Lump/nodule: unable to observe. Edema: unable to observe. No other observations observed, no further actions are required.